Event description:
It was reported that during a surgical procedure at the user facility, the battery housing separated exposing the non sterile battery. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the battery housing separated exposing the non sterile battery. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.